Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. Result code (s) and conclusion code(s). Product event summary: further analysis found the programmer failed functional memory test. During reconfiguration of the hard drive, the programmer would continuously cycle the power over again; therefore, it could not reloaded the software. These issues were due to the mpu (main processor unit) printed circuit board assembly. Analysis also found the ECG (electrocardiogram) connection was loose on the lem (link electronic module) printed circuit board assembly. The keyboard latch was damaged. The programmer had major internal corrosion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the circuit board and power module were replaced. (B)(4).

Event description:
It was reported that the programmer would not start up. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.